Event description:
Pressure relief control box for bed was very warm against pt's feet. Problem was detected before any injury to pt. Co was contacted and checked box and determined a control button had been changed. Tape held over button.